Event description:
It was reported that the peek eyelet of the ar-2323bcc swivelock was not properly attached to the internal retention sutures. As the surgeon was passing the #2 fiberwire sutures through the eyelet outside the patient, the eyelet popped off. The surgeon noticed the retention sutures were never attached to the eyelet as it hit the floor. A second anchor was opened to complete the procedure and there was no harm to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-2323bcc swivelock (no batch indicator present) was received for investigation. Visual inspection identified that no biocomposite anchor and eyelet were present at the distal tip of the swivelock drive assembly. However, due to the unpackaged state of the device, the as-received condition and "out of box" allegation cannot be verified. Based off the information provided, the most likely cause for the reported failure is user error for applying excessive force during use.